Manufacturer narrative:
Evaluation in progress, but not concluded. Device repaired and returned (a replacement sensor was provided).

Event description:
During preparation for use for cardiopulmonary bypass, the air bubble sensor issued a false air bubble alarm. There was no adverse consequence to a patient as a result of this event.